Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low glucose and the reading was 42 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test as well.